Manufacturer narrative:
Only the distal portion of the lead was returned for analysis in one piece, measuring 37.5 cm. The reported event of clavicle crush was not confirmed. Visual analysis did not find any signs of clavicle crush on the returned portion of the lead. The reported events of noise and lead body tubing damaged were confirmed. Visual and x-ray analysis did find an external insulation abrasion consistent with friction to the device can. All filars of the outer coil were abraded / separated and the inner insulation was abraded in this location. The cause of the reported event was isolated to the exposure of the coils in the abrasion zone. All other damages found are consistent with procedural damage.

Event description:
It was reported that the patient's atrial lead exhibited noise corresponding with isometric exercises. The physician chose to implant a new atrial lead. The patient was occluded on the left side, so a new device was implanted on the right side along with the new lead. The left-side generator and atrial lead were explanted. Insulation breach and lead fracture were noted on the atrial lead near the suture sleeve, likely due to clavicular crush. The patient was stable.